Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device was returned for evaluation. Per the results of testing and the investigation: "the pump was returned and biomaterial along with a fibrous material were found wrapped around the impeller. The low flows were reproduced and after the removal of the biomaterial and fiber the pump operated within specification. The root cause of the low flows was determined to be a result of the ingested biomaterial and fiber" the root cause of the low pump flow issue was due to ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flows, several attempts were made to reposition the device without success. The physician administered additional heparin, and this still did not resolve the low flow issue. The physician decided to replace the pump with another impella cp. It was reported that flow rates improved, and normal flows were achieved.